Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device tore when attempting to remove the specimen. The specimen spilled into the patient and was retrieved. The procedure was completed using a different device. No impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.